Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27 -aug-2018 with the following findings: during investigation, there were multiple call service 054 alarms in the black box date on the date of the reported no power to the pump. The battery cap attaches securely to pump. Pump powers on normal with no alarms. Pump exercised 24 hours with no power issues occurring. The battery compartment is cracked alongside of pump. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter alleged that there was moisture inside the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. The reporter stated that the patient had a blood glucose of 18.7 mmol/l with no associated symptoms of hyperglycemia. The alleged issue does not meet animas' criteria for a serious injury.